Event description:
The needle broke off in the pt during an ultrasound guided liver biopsy. The pt had to be taken to the or to have the separated segment removed.

Manufacturer narrative:
Evaluation: one biopsy needle was returned in an unopened and unused condition along with the stylet and hub of a needle cannula in an opened and used condition. A microscopic examination of the hub found that the cannula had broken cleanly at the hub. The remaining cannula that was embedded in the hub appeared to be out of round. This suggests that the needle broke off after back and forth movement of the needle.